Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the station was running slowly. A technical support specialist (tss) observed that the database size had exceeded 8gb. Maintenance debug logs were reviewed and revealed errors related to a delete statement conflicting with a reference constraint. The tss performed a database drop and restore, followed by a full synchronization. The database size was reduced to below 7gb, and the issue was resolved. The station's maintenance did not run because there was a database constraint violation during a delete operation in the purge process. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was running very slowly. The customer rebooted the device, but the issue persisted. However, there were no delays or adverse events or injuries reported based on this event.